Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. A. Were the devices available for return? Yes. B. Did it break into 2 or more pieces? Yes, it fractured into more pieces. C. Did the event occur during the surgery? If yes, was there a surgical delay? What is the duration of the delay? About 5 minutes as another set was opened/used. D.were there any adverse consequence/s that affected the patient because of the reported event? No.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that rivets are broken out from the shaft beater at op. Impactor gets jammed and can no longer be inserted, no more data available at the time of pc intake.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned to depuy synthes for evaluation. Visual examination found breakage of the 4 screws of the lower plate thus causing the device to fall apart. The broken part was returned. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 24th may 2016. 3) any anomalies or deviations identified in DHR: no. 4) expiry date: n/a (non sterile parts). 5) IFU reference: (B)(4). Device history review : 1) quantity manufactured: (B)(4). 2) date of manufacture: 24th may 2016 3) any anomalies or deviations identified in DHR: no. 4) expiry date: n/a (non sterile parts). 5) IFU reference: (B)(4). Added: h4 h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual examination found breakage of the 4 screws of the lower plate thus causing the device to fall apart. The broken pieces were returned. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 24th may 2016. 3) any anomalies or deviations identified in DHR: no. 4) expiry date: n/a (non sterile parts). 5) IFU reference: w90945.